Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, thin, frail, tethered leaflets and a pre existing chordal rupture. It was noted that imaging was difficult. During preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. One clip was then implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak/splash. Additionally, the silicone valve inside the sgc hemostasis valve was observed to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak appears to be related to the observed tear in the silicone valve of the sgc hemostasis valve; however, how the silicone valve got torn cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.